Event description:
The initial attorney report alleged seroma and additional medical/surgical intervention. The following is based on the medical records provided by the pt's attorney: (B)(6) 2005: repair of incisional hernia with primary repair buttressed with flat mesh and right breast biopsy. It was noted that a year prior to this repair the pt underwent emergent repair of a strangulated incisional hernia. No mesh was placed at this time. On (B)(6) 2005 - (B)(6) 2005: post-op visits - pt was seen several times and hospitalized for treatment of a seroma and drainage. The wound was opened, probed and packed. The pt was then transferred to a long term care facility for wound care. During this time it was noted the pt's "exposed mesh" would need to be removed. No operative reports were provided.

Manufacturer narrative:
Based on the info received, it can not be determined if the mesh may have caused or contributed to the pt's reported problem experienced after implant of davol product. In 2005, the pt underwent repair of incisional hernia. Three years later he developed a recurrence which was repaired with a non-bard mesh. The procedure included removal of an "old mesh". Prior to this procedure it was noted that the pt underwent hernia repair 6 previous times. Operative reports were not provided for these additional alleged repairs. It is not known if any additional mesh had been placed after the initial repair using the flat mesh. It is believed that the bard flat mesh has been removed however, the exact date cannot be confirmed. The medical records indicate that the pt was treated for seroma, which is a known possible adverse reaction listed in the IFU. No sample has been returned therefore, no eval could be performed. The info provided did not include a lot number therefore, a manufacturing review of the device history records could not be conducted. With the currently available info, no firm conclusions can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.